Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On b)(6) 2017, the patient contacted lifescan (lfs) USA, alleging that her onetouch verio 2 meter was displaying an unknown error message. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the meter issue began at 3 pm on b)(6) 2017. She stated that she manages her diabetes with oral medication, diet and exercise, and in response to the alleged meter issue, she consumed less food and drink. The patient reported that immediately after the alleged meter issue began, she developed symptoms of ¿weak and sweaty¿. The patient stated that she immediately self-treated the alleged symptoms by eating some food and drink. At the time of troubleshooting, the csr noted the patient did not have any testing supplies. The products were requested back for evaluation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.